Event description:
It was reported that when using the bd pyxis¿ es server, patients were not showing in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient was not shown in the pyxis. A technical support specialist (tss) called the customer. Customer reported that the issue had occurred earlier in the morning but had since been resolved. Customer confirmed that the case could be closed. The system functioned as intended after the technical support specialist investigated the device.